Event description:
This patient had double lumen implants placed in 1979. She has developed back and shoulder aches. In 1986 she developed problems with short term memory and she had trouble concentrating. She had developed muscle tremors and difficulty with swallowing. She has not worked due to fatigue. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The right side implant was ruptured and the left side implant was intact. The saline compartment was no longer presentinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.